Event description:
It was reported that a customer experienced an alarm 2 followed by alarm 26, indicating an occlusion issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to take several corrective actions, including disconnecting the tubing, tightening the t:lock, and delivering a 5-unit bolus. The occlusion alarm did not recur, and the customer declined to perform further troubleshooting and resumed their insulin administration.